Event description:
Treatment of a small unruptured saccular aneurysm measuring 7mm located in the ophthalmic segment of the right ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.25mm x 18mm) could not be released from the capture coil and it was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).